Manufacturer narrative:
It was reported that the touchscreen was replaced, and the unit passed all required testing and verification. The system meets the specification for the performed service and is returned to use.

Event description:
The service engineer (se) reported misalignment of the touch position. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. Per the diagnostics performed by the engineer, the customer has a v60, and the touch screen is not working. The customer attempted to calibrate the touchscreen but was unable to calibrate. The biomed shop does not have the time to repair this unit and insisted sending it to the bench. The customer was provided with a work order to have the device returned to the bench for repair.